Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. The doctor commented that the distal end cover might not have been properly attached to the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed the past similar events and surmised that this phenomenon attributed to the following. -the distal end cover was damaged by the user handling when it was attached to the device. -the distal end cover was broken before attachment. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. The user facility commented that the patient died as a result of illness. Therefore omsc concluded the device did not cause or contributes to the death of the patient at this time and reported this event as a malfunction. If additional information becomes available, this report will be supplemented.

Event description:
During endoscopic retrograde cholangiopancreatography (ercp), the user found that the distal end cover fell off from the device and fell into the patient's stomach. The user did not retrieve the distal end cover. The user did not confirm whether the distal end cover was evacuated naturally from the patient's body. The user facility commented that the patient died as a result of illness. The user facility did not provide other information including details of the patient's illness.